Event description:
A customer reported a malfunction with a pump, identifying it through malfunction code 12. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.